Event description:
IV therapy discontinued. Upon removal of IV catheter, 1/4" of catheter remained intact. X-rays identified 2.2 cm IV catheter in soft tissue of left arm. Pt was taken to surgery and catheter was successfully removed on 10/7/95.